Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the patient's neurologist that the patient had their generator explanted due to an infection. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. The generator was sterilized prior to being released. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.